Event description:
Litigation papers allege that the patient suffered chronic pain and discomfort in the left hip, stiffness and limited mobility resulting in the inability to perform daily activities, problems sleeping, movement and clicking sound in implant area as a result of the asr implant. Patient has been revised. Doi: (B)(6) 2009 dor: (B)(6) 2011 (left hip). Patient is a resident of (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update**(B)(4) 2012; patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.